Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope displayed a b30- scope communication error. Additionally, the light guide connector was reportedly tight. This was found during reprocessing. There was no patient involved.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: defective plug unit causing an image blackout a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction (b30 error): a component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.